Manufacturer narrative:
The concerned workstation consists of the cockpit c500 with a touchscreen as display-, input- and monitoring device and the ventilator box v500, which performs the ventilation. The entire device has been shipped to dräger in telford for further investigation. The internal power supply problem could not be reproduced. The analysis of the log file has shown that the error message "internal power supply failure" was displayed on the screen. A detailed root cause could not be determined, but likely a temporary loss of internal communication between the power supply unit and the software occurred. No hints were found indicating a complete loss of power or ventilation functionality. The safety software analyses and verifies proper function of the device. In case of a detected deviation regarding the internal power supply of the device, the alarm message "internal power supply failure" will be posted accompanied by an audible alarm tone.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigaton was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
The customer reported that while the ventilator was connected to a patient, the error message "internal power supply failure" was displayed on the screen. The device was removed from service. No patient injury was reported.